Event description:
Reported by the complainant as follows... Customer reports he has experienced leakage under his appliance since surgery in late 2008. He was seen in the emergency room earlier today and was admitted into the hospital with a 2nd degree alkaline burn in the peristomal area. Overall area is about 10 cm in diameter; red; raw with weeping and some bleeding. He reports it is very painful and burning.